Event description:
Procedure: colectomy. According to the reporter: the client reports that the device jammed on tissue. The device was forcibly released and lower resection was performed with another instrument.

Manufacturer narrative:
(B)(4).